Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument main tube had scratch marks/ abrasions. The main tube insulation was scratched and some of the insulation had been removed at the distal end. The scratches measure approximately .021-.182 in length. The location of the damage is about 4 from the distal end. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube scratches and insulation damage were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci procedure, the bowel grasper instrument had holes on the shaft as the surgeon bumped the instrument with another instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.